Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Per the report received from france, edwards received notification of a pascal precision ace procedure in mitral position performed under general anesthesia. The patient presented with a small, hypertrophied left ventricle and enlarged atrium. During transseptal puncture (tsp), physicians observed low systemic pressure and EKG changes (without st elevation), raising suspicion of embolism in the right coronary artery (rca). Medication was administered, and systemic pressure was stabilized. Upon introduction of the pascal system into the left atrium and exposure of the device, st elevation was noted. Echocardiography revealed a snowball effect, suggesting an air embolism in the rca. The patient was stabilized and the procedure continued. Similar EKG and echo findings recurred during clasp testing. After successful device placement and closure, the patient experienced a hemodynamic crash. Resuscitation was performed, and the patient was stabilized. Due to persistently low systemic pressure, pressure was increased to assess residual mitral regurgitation (mr). A mild jet was observed, and the implant was released. Total procedural time was 25 minutes. Following device removal, coronary angiography showed no obstruction. Echo revealed low ventricular filling volumes and low systemic pressure. The patient experienced another crash 10 minutes later, requiring CPR and defibrillation. After 35 minutes, the patient was awake, stable, and neurologically intact. The clinical assessment indicated the presence of an air embolism, likely responsible for the hemodynamic instability. Contributing factors may include atrial fibrillation onset, closure of the mitral leak, and anesthetic/adrenaline effects.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H6: type of investigation: labelling review. H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for air bubbles introduced during procedure and/or observed on imaging was confirmed with empirical evidence. However, no manufacturing non-conformities could be identified from the device history record review or returned imaging. Potential root causes may include a potential defect with the device, air from a non-pasccal source, or variation in device preparation or procedural use. However, as no device was returned and returned imaging was inconclusive, a definite root cause was unable to be determined. Since no edwards defect was identified, corrective or preventative actions are not required.